Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years following the implant of this mitral annuloplasty ring, a non-medtronic transcatheter valve was implanted valve-in-ring. The indication for procedure was significant insufficiency. No additional adverse patient effects were reported.